Event description:
Customer was unresponsive and sweaty. Family member checked blood glucose and received a result of 97mg/dl. The paramedics were called and they recieved a result of 30mg/dl on their device. The customer was given a glucose 15 IV. Customer has had several incidents with low blood sugar. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.